Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed that membrane witch on the roller pump local control panel did not operate properly. The device was able to be controlled as desired by means of redundant controls on the central control module. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The device was evaluated at the MFR. A membrane push-button switch was discovered to have had one of its contacts slip out of alignment, preventing proper electrical contact.